Event description:
A physician reported a pt who was initially skin tested on 6/14/95 and a second time on 7/19/95; both with negative results. In 1995 the pt was treated in the vermilion borders without event. On 10/18/95 the pt was examined and the physician noted beading at the vermilion borders, as well as erythema at the test sites of the right forearm and the right forehead. On 8/21/96 the pt was examined and the physician noted continuing beading with palpability at the vermilion borders. On 10/28/96 the pt was examined and the physician noted beading at the vermilion borders, but the beading looked smaller. On 3/21/97 the pt was examined and the physician noted "palpable cysts" at the vermilion borders. On 11/11/98 the pt was examined and the phyisican noted beading at the treatment site in the forehead. On 7/15/99 the pt was examined and the physician noted beading at the vermilion borders. No medical or surgical intervention was prescribed or planned. The physician diagnosed hypersensitivity.